Event description:
The customer reported that the speaker was not working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed the event. The rse troubleshot the event with the customer. The rse instructed the customer to check the cable connections. The customer noted that the cable was loose. The customer reseated the cable. The cause of the event was the cable. The issue was resolved when the customer realigned the part. The device remained on site.